Event description:
Suction assisted lipectomy under tumescent technique liposuction. Pt expired after complication from surgery additionally positive blood & wound culture for beta strep b&c. Coroners case reportd to dept of hlth & cdc.